Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and a white circular sheet came out of the vizigo. The report indicated that there was no error code. The patient was under general anesthesia and puncture was performed. A sl0 8.5fr, vizigo short and a short sheath were inserted from the right groin. The soundstar was inserted into sl0 and a brockenbrough (bb) needle (baylis nrg rf needle) was inserted into vizigo short. ¿ssfam¿ was created, then merge and bb were performed. After the bb needle was removed, a wire was inserted but it did not advance inside the vizigo short. An inner sheath of vizigo short was inserted, but it did not advance, similar to the wire, due to resistance in the middle part of the vizigo short. Fluoroscopy showed no bending of the vizigo short. An attempt to flush was not possible, so the vizigo short was removed. When the inner sheath was forcibly inserted into the vizigo short, outside the patient¿s body, a white circular sheet came out of the vizigo short. It was not possible on site to determine whether the white circular sheet was a component of the vizigo short or was attached to the bb needle. Therefore, it is under investigation. The vizigo short and the white circular sheet will be returned. No adverse patient consequence was reported.

Manufacturer narrative:
The product has not returned for analysis; however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information indicated that the hemostatic valve was causing the obstruction. It was clarified that the foreign material that was previously reported was the hemostatic valve. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, it was observed that the sheath had a bent on the tip of the catheter. Also, the hub was observed without the valve; however, on the picture, the valve was observed outside the hub. Stress marks were observed which suggested that excessive force or manipulation was applied; however, this could not be conclusively determined. Per the picture observed, it was not clear how the damage to the valve occurred. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech for evaluation. Visual inspection and microscopic magnification analysis were performed in accordance to specified procedures. Visual analysis revealed that the hemostatic valve was dislodged. The valve was found out of the hub. The brim cap and silicon ring were found in their place. Stress marks were observed on the hemostatic valve. Also, the tip was bent. No other anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation reported was confirmed. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The bent tip observed in customer pictures was also confirmed. The potential cause may be attributed to device handling and manipulation. However, this cannot be determined with the information available. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Medical device problem code has been updated and code of material twisted / bent (a040609) was added. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).